Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported by medsun a midline was ordered and then inserted by a peripherally inserted central catheter (PICC) nurse. Since the patient had an existing quintin catheter, it was a difficult placement requiring a stylet and guidewire to advance successfully. The stiffening guidewire is short and does not have a visual trigger to remind the nurse to remove. The stylet was removed. Shortly after fluids were started, the PICC registered nurse (rn) realized the guidewire was retained and advised the bedside rn to escalate the issue and ask for a computed tomography (CT) chest. The imaging confirmed the retained guidewire. A new PICC was placed in the meantime. Later that day, the patient required removal of the retained guidewire by a vascular surgeon under sedation in interventional radiology. No other information was provided.